Event description:
It was reported that on friday (B)(6) 2013, a pt was showing leakage of their PICC line at the insertion site when they received antibiotherapy. By the time the nurse reported it to the anaesthetist, the catheter had broken apart into two pieces. The piece inside the body has migrated, it has been reported. It went into the heart and was located in the pulmonary artery. The pt has been transported to another hospital where the catheter has been removed. The pt is alive and stable. The PICC was installed on (B)(6) 2013. Installed at 50cm and broke at 47cm at the skin.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewh0791 showed one other similar product complaint(s) from this lot number.